Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop: 24.5 mmhg without pupil block and angle closure, significant reduction of irido-corneal angles and addition of new pi: yag performed. In a separate visit the lens was explanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as patient related factor.

Manufacturer narrative:
A4-a6: unk. Manufacture narative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Additonal yag iridotomy is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).